Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident. In addition, the device locked out as intended but the orange indicator was not visible. Please note that this condition is unrelated with the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an "lc" procedure, the surgeon used the device to ligate the vessel and the duct but its clip could not ligate the vessel. The clip fell down with malformation. It is unknown how the procedure was completed. There were no adverse consequences for the patient.